Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states that the unit had no power. Upon triage on (B)(6) 2016 the service tech found the unit appeared to have a burnt component.